Event description:
The reporter claimed the animas pump will not power on. The battery was replaced but the subject pump gets the verify screen, then beeps and shuts off. The patient has been on the backup plan for one month since the onset of the power issue. The battery was replaced but the power issue was not resolved. During troubleshooting, the animas representative noted there was no damage to the battery cap or compartment. This was no product misuse. The battery compartment did not have corrosion. There was no reported patient impact associated with this complaint this complaint is being reported as a malfunction due to the alleged power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.